Event description:
Falsely elevated advia centaur xp ipth test results were obtained by the customer on a patient sample and considered discordant when compared to onboard and manual dilution test results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth results when compared to repeat dilution test results is unknown. The customer has stated that there is an interfering substance with this patient sample that interferers with ipth. There are no other discordant patient results reported and no issues with the quality control results. No conclusion can be drawn. The instruction for use (IFU) in the limitation section states: "interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values."